Event description:
Reporter indicated that vns patient has been experiencing feelings of "electrical shock" on the left side of their neck. The pain was described as excruciating to the point that the patient temporarily discontinued stimulation by placing the magnet over the device. X-ray reviewed by treating neurologist did not reveal any discontinuities in the ncp system. The neurologist believes that there is "some leaking from the leads" and plans to refer the patient to a neurosurgen for possible ncp system replacement. Device diagnostic testing was reportedly within normal limits.